Manufacturer narrative:
Patient identifier of multiple is ids: (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely elevated architect calcium results on patient samples that repeated in the normal range. Examples were provided of 23 patients samples with elevated architect calcium ranging 15.8 to 14.8 mg/dl that repeated in the normal range of 8.4 to 10.2 mg/dl. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
Date of event updated from initial report of (B)(6) 2018 to the correct date of (B)(6) 2018. The customer stated the issue was resolved after recalibrating the new reagent cartridge using the same calibrator lot used before . A review of the customer data showed patient samples were running >15 mg/dl on the new reagent pack but after calibration of this pack, the patient samples were back within normal range. The result log from (B)(6) 2018 was reviewed. When the customer switched to another cartridge on (B)(6) 2018, the quality control were extremely low (out of range). The customer had to recalibrate this reagent cartridge and the qc returned to expected range. This demonstrated that the issue for the >15 mg/dl obtained on (B)(6) 2018, is most likely due to a reagent cartridge that had been compromised. The customer was able to used it successfully by recalibrating. The recalibration reset the baseline and the patient results came back within normal range. But when another new cartridge was used with the calibration from the compromised cartridge, the results were extremely low (qc). By recalibrating this new cartridge, the customer was able to reset back the baseline for the calcium assay. A review for similar complaints was performed with a complaint search by reagent lot 45322un17 with no other complaints identified. A review of the product labeling concluded that the issue is sufficiently addressed. A review was performed for adverse trends for calcium reagent. This review found no adverse trend reports during the past 12 months. A review was performed for non-statistical trends for calcium reagent during the past 12 months to detect any significant complaint increases in the monthly rate related to this issue. No non-statistical trends were identified. A review of non-conformances for the past 12 months found no non-conformances or deviations for calcium reagent. No product deficiency was identified.